Manufacturer narrative:
It was initially reported that the bed had no motor functions. Follow-up submitted as further investigation determined this was due to a faulty cpu board.

Event description:
It was reported via repair work order that the bed had no motor functions due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no motor functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.